Event description:
It was reported that the customer had bent cannulas on two consecutive sensors she had tried to install. Her blood glucose was over 600mg/dl at the time of reporting, which she attributed to accidently turning on the "auto off" feature of her insulin pump. She reported a successful bolus administration prior to disconnecting from the call. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.